Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the bolus and esc buttons on the insulin pump are sticking. Blood glucose value is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.